Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement it is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial, or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute ventricular dysfunction and/or death.

Manufacturer narrative:
The incidence of perioperative cardiac arrest after open heart surgery ranges from 0.7% to 2.9% there are multiple etiologies of cardiac arrest, a rare cause is valve failure. The principal causes of cardiac arrest post cardiac surgery are electrophysiological disturbances like arrhythmia or reversible mechanical causes such as graft malfunction, cardiac tamponade, major surgical bleeding or tension pneumothorax. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
Edwards received notification that during the implantation of a 21mm aortic valve this patient had a cardiac arrest which was supposed to be due to late mispositioning or displacement of the prosthesis, with secondary late occlusion of left coronary ostium. As reported, at the end of the procedure (during steel wire placement), hypotonic and quick worsening of hemodynamics occurred. The heart stopped. An emergency internal heart massage was performed and patient was re-cannulated and connected to the ecc. Echo tee showed impaired lv. Possible no flow in left main (anomaly of left main with separate ostia). Acute by-pass grafting of lad artery and circumflex artery with 2 segments of saphein vein was performed and intra aortic balloon pump (iabp). New intra-operative tee showed recovered lv function. The patient was disconnected from ecc with iabp support which was well tolerated. After 3 days of intensive care unit, the patient was discharged to the post-operative ward. Post operative transthoracic echocardiography (tte) showed normal function of the aortic valve prosthesis, with no leakage and a good lv function. The patient was subsequently discharged home on pod # 8. At the last outpatient control there was good recovery and good physical condition overall. The patient is waiting for the 1-year-follow-up echo.